Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -8.0/1.50/91 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6)2021 the lens was exchanged for a longer length lens due to low vault. The exchange did not resolve the problem. Cause is reported as device "low vault." See MFR# 2022-00471 for exchange lens.

Manufacturer narrative:
Weight:unknown,ethinicity:unknown: race:unknown. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
H3-device evaluation: lens returned in a micro-centrifuge vial with residue/debris on product. Visual inspection found no visible damage to lens. The returned lens did not meet the original value measured at the time of manufacturing. Claim# (B)(4).